Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c49g. Investigation summary: the analysis results showed that one gst60d cartridge reload was returned unfired with 4 double driver missing and 1 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the jaw before use. Then, it was found that the cartridge was damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.